Event description:
The customer reported low blood glucose. The current blood glucose reading is 221 mg/dl. The patient has treated himself for the low blood sugar and is feeling well. The blood glucose level at the time of the event was not known. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.